Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after receiving high voltage therapy. Device interrogation revealed that the implantable cardioverter defibrillator delivered inappropriate therapy due to electromagnetic interference. Patient remained stable.